Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced high readings on 30 and 75 level. Defect found. R&d final root cause investigation has been completed. The root cause is improper storage and handling: strips exposed to temperature and humidity outside its tolerance range.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained 283, 231, 136, 220, 231mg/dl. The customer's expected fasting blood glucose test result range is 70 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting) and produced test results of 194 and 216 mg/dl using true metrix meter. The product is stored according to specification in the air conditioned den. The test strip lot manufacturer's expiration date is 09/17/2017 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6).